Manufacturer narrative:
The doctor reported that he will recement the patients' crowns using a different product. The patients are doing fine. The actual device involved in this incident was not returned to kerr corporation for evaluation. Therefore, the retain sample underwent adhesive strength testing. The results indicated that the product was within specifications. This is the first MDR report of the two incidents reported. - attachment: [maxcem elite 2024312-2008-00035 - evaluation.pdf]

Event description:
In 2008, a doctor reported that acrylic crowns placed with maxcem elite on two different patients had fallen off.